Manufacturer narrative:
The complaint was received after the expiration of the product; therefore, no additional serological testing was performed. Product and sample were not returned. The presence of the fyb antigen in the product was verified through lot release records.

Event description:
Customer reported unexpected negative reactions with cell #1 (heterozygous fyb cell) of panocell-10 when tested with anti-fyb, lot fyb66h-1. Repeat testing performed with ortho anti-fyb also resulted in negative reactions.